Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father called to report a no delivery alarm and a low blood glucose reading of 39 mg/dl. The customer's blood glucose reading at the time of alarm was between 200 and 300 mg/dl. The father treated the customer's high with the insulin pump, and treated the low with juice, granola bars, fruits, or peanut butter. The caller stated he would recheck customer's blood glucose reading. Nothing was replaced or returned for analysis.